Manufacturer narrative:
Info anticiapted, but unavailable at this time.

Event description:
It was reported that an inactive blade cracked on the handpiece, when the device was used during a general surgical procedure. Another device was opened and the procedure was completed without consequence to the pt.